Event description:
It was reported that the device embolized. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 20mm watchman flx laa closure device & delivery system (wds) were used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Post procedure the patient had leg discomfort. The patient had an x-ray imaging procedure which noted that the closure device had embolized out of the laa. The closure device embolized to the patients iliac artery. The patient was brought to surgery to have the closure device removed.

Event description:
It was reported that the device embolized. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 20mm watchman flx laa closure device & delivery system (wds) were used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Post procedure the patient had leg discomfort. The patient had an x-ray imaging procedure which noted that the closure device had embolized out of the laa. The closure device embolized to the patients iliac artery. The patient was brought to surgery to have the closure device removed. It was further reported that 4-5 hours post procedure and after the patient was discharged from the hospital they noted the leg discomfort. Two days post procedure the patient had surgery to remove the device. During the surgery the closure device was successfully removed from the patient percutaneously with a snare. The patient has since been discharged from the hospital in good condition.